Manufacturer narrative:
The investigation determined multiple lower and higher than expected vitros phyt results were obtained from level I and level ii quality control samples on a vitros 350 chemistry system. Based on atypical historical quality control performance, a vitros phyt reagent issue cannot be completely ruled out as a contributing factor. However, similar imprecise phyt qc results were obtained using two different phyt reagent lots processed on the same vitros 350 system. The most likely assignable cause is instrument related, as the results of pad reflectance test and the phyt within-run precision tests were outside of ortho guidelines, indicating the vitros 350 chemistry system was not performing as intended. Ortho field service performed service actions and returned the instrument to its expected performance.

Event description:
A customer obtained multiple lower and higher than expected vitros phenytoin (phyt) results from level I and level ii vitros quality control materials using two vitros chemistry products phyt reagent lots (2614-0159-1231 and 2614-0159-3020) on a vitros 350 chemistry system. Vitros phyt level I control results of 9.27, 10.12, 10.63, 18.95, 5.48, 10.15, 9.89, 10.16, 18.25, 26.6, and 9.02 ug/ml versus expected mean 14 ug/ml. Vitros phyt level ii control results of 14.39, 11, 15.71, 10.39, 14.58, 15.06, 14.56, 15.7, 28.86, 30.01, 25.71, 43.3 , 10.29, 13.99, 11.71, 14.91, 10.22, 14.78, 12.17, 12.89, 15.8, 8.88, 28.86, 9.22, 13.74, 11.42, and 13.43 ug/ml versus expected mean 20 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).

Manufacturer narrative:
Removal of the duplicate result that was documented in error in "describe event or problem" of the initial report: was: vitros phyt level ii control results of 14.39, 11, 15.71, 10.39, 14.58, 15.06, 14.56, 15.7, 28.86, 30.01, 25.71, 43.3 , 10.29, 13.99, 11.71, 14.91, 10.22, 14.78, 12.17, 12.89, 15.8, 8.88, 28.86, 9.22, 13.74, 11.42, and 13.43 ug/ml versus expected mean 20 ug/ml is: vitros phyt level ii control results of 14.39, 11, 15.71, 10.39, 14.58, 15.06, 14.56, 15.7, 6, 30.01, 25.71, 43.3 , 10.29, 13.99, 11.71, 14.91, 10.22, 14.78, 12.17, 12.89, 15.8, 8.88, 28.86, 9.22, 13.74, 11.42, and 13.43 ug/ml versus expected mean 20 ug/ml the number of devices the event is reported against remains the same.